Event description:
New information received notes that the patient's weight and implant procedure were suspected as the cause of the reported malfunctions.

Event description:
It was reported that a patient presented in-clinic for a routine follow-up. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited high pacing impedance and high capture thresholds. No additional malfunctions were reported. Corrective programming changes were made and the patient will continue to be monitored. The patient was stable throughout.